Manufacturer narrative:
Additional information: on 8/12/2019, the mentor failure analysis lab received the device for evaluation. On 8/23/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample it appeared intact. Leak testing was performed and it revealed two tear in the posterior view. The tear a measuring approximately 0.4 cm an the tear b measuring approximately 0.3 cm. Microscopic examination was performed in both sides and no evidence of instrument damage was observed. No other anomalies were observed. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on 9/1/2019, mentor became aware that the patient underwent bilateral removal and replacement with mentor memorygel breast implants 350cc, catalog number 3503504bc, serial numbers (B)(4) on the left side and (B)(4) on the right side on (B)(6) 2019. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent a primary breast augmentation with an unspecified saline mentor breast implant and experienced deflation on the left side post-operational. As a result, the patient underwent device removal on (B)(6) 2019.